Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number; reporting site: 1049092; manufacturing site: 3005778470.

Event description:
It was reported "these catheters rigid edges are causing pain and discomfort. He said that they do not work for him."